Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation underneath the front therapy pad. The area was described as itchy, red, raised, bumpy, and is bleeding. The patient's niece also reported a purple/blue sore or bruise under the therapy pad. The patient's doctor prescribed medication to treat this area. During a follow-up, it was also reported that the lifevest was rubbing against an area where the patient has shingles further aggravating the pre-existing condition. The patient's doctor advised her to leave the lifevest off until the irritation heals. The final medical condition of the irritation is unknown.